Event description:
It was reported the customer received a button error alarm on their insulin pump. Customer's spouse also reported the customer was currently hospitalized due to the button error alarm they received. Customer was hospitalized on (B)(6) 2015 with a blood glucose of 429 mg/dl. The spouse stated the customer was treated with manual injections. It was also found the year on the customer's insulin pump was ramping up without input. The customer could not recall any significant events leading to the keypad issues. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed off no power test, self test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor resistor. Unable to complete functional test including occlusion test due to prime anomaly. Unexpected restart alarm noted after battery change due to broken solder joint. Unit received with intermittent button response during testing due to corroded keypad traces. No button error alarm noted. Unit received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.